Event description:
Event description cpi received information that an ICD and lead system were removed due to infection. All were returned for analysis. This report was created because the results of cpi's analysis indicate a malfunction of the bipolar endocardial tined lead. Cpi received no allegation concerning this lead or the ICD system.